Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument felt stiff and it was not working well. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm monopolar curved scissors (mcs) instrument was stiff and had energy output issues. Customer described the movement on instrument to be static and/or imprecise. There were no damaged cables on visual inspection. No piece(s) had broken off from distal end of instrument.